Event description:
It was reported that the patient received inappropriate shocks. It was determined that the right ventricular (rv) lead experienced high impedance and high short interval counts (sic) resulting from a possible fracture. The rv lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected, and the unexpected delivery of a ventricular tachyarrthymia therapy. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the ventricular sensing integrity counts up to 9175; with non-sustained ventricular tachycardia (vt) episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. The rv pacing impedance spiked to 4047 ohms up from a trend in the 300-400 ohms range. The rv lead integrity warning occurred for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).